Manufacturer narrative:
The ruby coil pusher assembly was kinked approximately 5.0 cm from the proximal end, and the pet lock was intact. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the ddt. The detached embolization coil was stuck inside the non-penumbra catheter and protruding out of its curled distal tip. Evaluation of the first ruby coil revealed that the pusher assembly was fractured near its proximal end and the pull wire was protruding distally from the ddt. This fracture is likely a result of forceful manipulation during use. If the pusher assembly becomes fractured and the proximal segment is retracted away from the distal segment, it may allow the pull wire to exit the capture feature and protrude distally without detaching the coil. The protruding pull wire can cause the coil to not track properly causing offset coil winds and likely contributed to the difficulty advancing experienced by the physician. Evaluation of the second ruby coil revealed a stretch resistant (sr) wire fracture. This sr wire fracture was likely a result of retracting the ruby coil against resistance. This resistance may have been due to the coagulated blood present in the distal tip of the non-penumbra catheter. If the sr wire fractures, the embolization coil will detach. Due to the inability to functionally test, the root cause of the initial resistance could not be determined. The slight bend in the lantern delivery microcatheter (lantern) is likely a result of being placed in the patient¿s anatomy for a period of time. During functional testing, a demonstration ruby coil was able to be advanced through the lantern without issue. Further evaluation revealed a kink on both pusher assemblies of the returned ruby coils. These damages were likely incidental and occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that united states was inadvertently selected for the country on the follow-up # 1 MFR report and should be disregarded.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01660, 3005168196-2017-01662, 3005168196-2017-01663, 3005168196-2017-01664, 3005168196-2017-01665.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery to treat a fistula using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed initial ruby coils using a non-penumbra diagnostic catheter and the lantern. While attempting to advance a new ruby coil through the lantern, the physician encountered resistance and subsequently, the coil became stuck. The physician then retracted the ruby coil and opened a new ruby coil for the procedure. While attempting to advance the new ruby coil through the lantern, the physician also encountered resistance. Subsequently, the coil became stuck and was unable to be retracted from the lantern. Therefore, the physician removed the diagnostic catheter and the lantern containing the ruby coil inside as a system. Thereafter, the procedure was completed using a new lantern and twelve additional ruby coils. The physician reported that friction was experienced while advancing two of the twelve ruby coils; however, the coils were able to be placed. There was no report of an adverse effect to the patient.